Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's feet and legs stopped working and he can only walk about an inch at a time because of his parkinson's. Patient wanted to check battery life on ins to see if low battery was related. Patient is falling backwards about twice a day. The patient synced with the patient programmer and it showed that stim was on. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.